Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "upon clinical examination, the prostheses seemed to be solid, though without a shell."

Event description:
Patient reported right side "intracapsular rupture." Healthcare professional reported "upon clinical examination, the prostheses seemed to be solid, though without a shell." Healthcare professional also reported that the patient mentioned "chronic pain and asthenia" and is related to "asia syndrome."; this event is not device related. "Device was explanted.